Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. It is unknown by the reporter if the device was in use on a patient at the time of event. There was no adverse event reported.

Event description:
The customer reports that the mx40 has a "speaker malfunction" inop/ error code but was unable to confirm local audio. It is unknown by the reporter if the device was in use on a patient at the time of event. There was no adverse event reported.